Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Sle (slit lamp exam) noted displaced flap od (right eye). Flap refloated but striae remained in center. Flap was stretched and bcl (bandage contact lens) placed on the right eye. Patient given prk post op instructions. Sle noted epithelium was closed, but still slightly irregular right eye (od). All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information: sle (slit lamp exam) noted displaced flap od (right eye). Flap refloated but striae remained in center. Flap was stretched and bcl (bandage contact lens) placed on the right eye. Patient given prk post op instructions. Sle noted epithelium was closed, but still slightly irregular right eye (od).

Event description:
The clinic reported that a laser vision correction patient presented with blurry vision and flap discomfort in the right eye one day post treatment. The flap was lifted and epithelial ingrowth and striae removed, and flap was repositioned without complication. Last post op received (B)(6) 2014. Uncorrected visual acuity (vasc) 20/50 right, 20/25 left.